Event description:
Recent mammogram show questionable rupture of left breast implant. Pt had silicone gel implants placed in 1992. Pt also complained of fatigue, joint pain, memory loss and generalized deteriorating health and she is concerned it may be due to implants.